Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 12 produced a clicking sound and failed to open. A field service engineer (fse) replaced the solenoid unit plunger with a round clip on auxiliary station matrix drawer 6. The pharmacist then successfully recovered the failed drawer, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main system drawer 12 produced a clicking sound and failed to open. The customer reported that the drawer appeared to be jammed. The customer tried to recover but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.